Event description:
A site representative, registered nurse, reported that while in a biopsy procedure everything was working fine, however, after inserting the biopsy needle into the patient, the navigation system screen became unresponsive. The surgeon chose not to trouble-shoot and discontinued the use of the navigation system. There was no harm to patient reported.

Manufacturer narrative:
(B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. After a re-boot of the navigation system, could not replicate the reported behavior.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.